Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off when moving or hit any bump. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated the customer's device electronic records and was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off when moving or hit any bump. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.